Event description:
Related manufacturer reference number: 2017865-2023-05599. It was reported that the patient presented in clinic for follow-up. Upon review, the implantable cardioverter defibrillator and atrial lead exhibited decreased p-wave amplitude, under-sensing, and loss of sensing. Atrial lead dislodgement was suspected upon review of x-ray imaging. Programming changes were performed. The patient condition was stable and will further be monitored.